Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomati patient presented remotely. Review of remote transmissions revealed post-paced t-wave oversensing episodes. Programming changes were recommended but not performed.